Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system ((B)(4)) displayed "tcm ID:06" (ce post failure) error message was confirmed during event logs review but not confirmed during the initial functional test. The returned thermogard xp ivtm system performed as intended. The possible root cause for the reported complaint could be due to intermittent functioning of the pic-16 pcb and danfoss controller, which could have caused the console to display tcmid:06 error. The likely root cause for the intermittent functioning of the component was due to normal wear and tear. The thermogard xp ivtm system was manufactured in december 2012 and is over 7 years old, past its expected serviceable life of 5 years.. No physical damage was observed on the returned thermogard xp ivtm system during visual inspection. During event log review, tcm ID:06 error was recorded. To address the reported error, the pic-16 pcb and danfoss controller were replaced. Initial functional testing on the returned thermogard xp ivtm system passed without error or fault, thus not confirming the reported complaint. After service repair completion, the thermogard system was re-evaluated and passed all functional tests without any fault or issue. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has received the console however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (serial #t: (B)(4)) displayed tcm ID:06 (ce post failure) error message. The error occurred on the second day of treatment. The system was rebooted and the power cord was reconnected but any of attempts did not resolve the error issue. Coolline catheter was used for treatment. No consequences or impact to patient was reported.